Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 13.5cm to 13.7cm and 13.6cm to 13.8cm at an adjacent location from the connector pin. The location is consistent with friction to the ICD can. No other anomalies found. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis.